Event description:
It was reported by service report that the nurse call is not alarming at the nurse's station. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch settings.